Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hyperglycemia and insulin flow blocked alarm. Customer blood glucose value was 500 mg/dl. Customer reported other blood glucose value of 300, 115, 200 mg/dl. It is unknown whether the customer was using the insulin pump with the auto mode feature at time of event or not. Customer was using the insulin pump since past 48 hours of reported event are unknown. No further complications were reported. Product will not be returned for analysis.